Event description:
Country of complaint: (B)(6). Thread rips too easily.

Manufacturer narrative:
Manufacturing site investigation: samples received: 1 open cassette. There are no previous complaints of this code batch. There aer no units in OEM stock. Received one open cassette. Tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the cassette received fulfill the specification, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.